Event description:
The customer reported that the insulin pump had a motor error alarm. The customer stated that he recently walked through a metal detector while wearing the insulin pump. Customer also reported that the insulin pump's battery cap was stripped and he could not remove it. The customer stated that he received an additional error alarm while trying to fill the tubing. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump alarmed a33 during displacement test due to motor with high current draw. Unable to verify motor error alarms due to a33 alarms noted. The insulin pump was received with cracked case at the display window corners, cracked battery tube threads and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.